Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the sleek rx catheters products that are cleared in the us. The pro code and 510 k number for the sleek rx catheters products are identified in d2 and g4. H10: manufacturing review: a complaint history review (chr), this is the first complaint reported for this product / lot number combination. A DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the litepac device was returned for evaluation. A break was confirmed close to the hub end of the hypotube. A bend was noted at the end of the hypotube shaft (which may have resulted in a kink and lead to the break). A bend was noted midway along the strain relief. There was no other damage noted on the device. The result of the investigation is confirmed for the reported device shaft leak issue. The root cause for the reported shaft leak issue could not be determined based upon available information and device evaluation. Labeling review: the instructions for use for this litepac device was reviewed and the following sections are applicable. Indications: the litepac pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: contents supplied sterile using ethylene oxide. Non-pyrogenic. Do not reuse, reprocess or resterilize. Reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Use the catheter prior to the ¿use by¿ date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the shaft was allegedly found to be leaking. The procedure was completed with another device. There was no patient contact.